Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) was exchanged. Additional information has been requested.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The product was returned for analysis. Photo review: the returned photo shows loose iol. The state of the iol cannot be determined from the attached photo. Additional observations were as follows: iol received loose in a non company pouch. Solution is dried on both surfaces of the optic and both haptics. The optic area is cut in the middle (approximately 75% of the optic). A fracture is observed as the continuation of the cut line. The fracture most likely occurred due to the iol being cut. No other damage observed. We are unable to determine the root cause for the reported complaint "iol exchange". A malfunction has not been indicated or information provided that the lens was the cause of the event. The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed condition would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).